Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the emergency room on (B)(6) 2016 with blood glucose of 362 mg/dl. Customer had symptoms of high blood glucose; customer was vomiting and had body pain. Customer was treated with IV drip. During troubleshooting, it was found that customer received no delivery alarms. Customer's blood glucose was 402 mg/dl. When infusion set was removed, it was found that cannula was bent. Customer was treated with manual injection and taken to the emergency room. Insulin pump failed first high pressure test and passed second high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.